Event description:
Physician attempting to use the device could not get the bag to come out. Another endo catch gold was used to complete procedure. Manufacturer response for specimen retrieval pouch, endo catch gold (per site reporter): manufacturer provided rga# and shipping container for product return evaluation.